Manufacturer narrative:
The review of the prismaflex m100 set device history record for lot number 13e2204g shows that no manufacturing anomaly was recorded regarding this lot number. The prismaflex m100 set was discarded and not available for inspection. There was no leakage reported during the priming of the product and during the 19 hours of treatment before the event. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.

Event description:
A critically ill patient was undergoing crrt in ICU on a prismaflex control unit with a prismaflex m100 set. Approximately 19 hours after starting crrt, the bedside nurse observed air entered into the circuit at the top of the filter and noticed that the return line was almost disconnected from the filter. The prismaflex control unit generated an alarm related to air in the circuit. Treatment was interrupted without returning the blood in the extracorporeal circuit resulting in an estimated blood loss of 152 ml. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention. Treatment was restarted with a new filter set.